Event description:
The neurostimulator was replaced after 54 months of implant time due to several power-on-resets that had occurred. They received good therapy after replacement.

Manufacturer narrative:
Device analysis results revealed broken bondwires.